Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer needed assistance in determining the warranty end date/upgrade option for their current pump. Customer also ordered two belt clips. Customer's spouse reported that the customer has been using the old pump and has been having erratically low blood glucose levels as low as 29 mg/dl. Customer was never hospitalized and the health care professional stated that the customer needed to begin using the newer pump. No additional information provided.